Event description:
Anesthesiologist was attempting to insert a radial artery catheter in pt. When she tried to advance the wire, she was unable to advance or retrieve the wire. She then removed the entire device.